Event description:
Nasogastric (ng) tube was placed in patient in the emergency department (ed), and patient was transferred to the 6th floor. The registered nurse (rn) received orders to place contrast down the ng tube. When the rn tried to put the contrast down the ng tube, it was leaking from the hard plastic piece and from the area around the air vent where it attaches to the main tube. Ng tube was removed and replaced with another ng tube. No known harm to the patient at this time.